Event description:
The port catheter was removed because it was cracked. Upon removal, there was noted to be a longitudinal crack at the junction between the middle and distal third of the catheter. This was the second catheter to need replacement in the same patient for the same issue.